Event description:
The reported description notes that the monitor did not produce an invasive blood pressure alarm. It was noted that the pt experienced blood loss, although no lasting effects were found and no emergency care was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.